Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot number. A completed questionnaire was received on 05/27/2016. (B)(4).

Event description:
A consumer reported having residual astigmatism following an intraocular lens (iol) implant procedure. She said that light shining from her left pupil is bothering her, like a "flashlight" and "light wavers" around her pupil. The patient experienced high intraocular pressure (iop) on post op day one and was treated with a four day course of medication. The lens remains implanted.